Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited non-sustained r-wave oversensing and inhibition of ventricular pacing. The patient's device will be monitored, and they experienced no consequences as a result of the event.